Manufacturer narrative:
Corrected information: h6 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery / (B)(4)/model #: 1650de / expiration date: 2018-09-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-09-30 (B)(4). Heartware ventricular assist system - battery / (B)(4)/model #: 1650de / expiration date: 2018-10-31 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2017-10-31 (B)(4). Heartware ventricular assist system - battery / (B)(4) /model #: 1650de / expiration date: 2019-01-31 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2018-01-31 (B)(4). Heartware ventricular assist system - battery / (B)(4)/model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2017-12-23 (B)(4). Heartware ventricular assist system - battery / (B)(4) /model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2017-12-02 (B)(4). Heartware ventricular assist system - battery / (B)(4) /model #: 1650de / expiration date: 2018-10-31 UDI #: (B)(4) device evaluation anticipated, but not yet begun mfg date: 2017-10-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller exhibited a pumpstop, alarming, and elevated rotations per minute at greater than twenty-one thousand (>21,000). The associated batteries had suspected switching. The controller was exchanged and servicing was performed on the batteries and the batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the controller passed functional testing and visual inspection. Log file analysis revealed that an invalid alarm was logged on (B)(6) 2018 at 07:43:21. In addition, a review of the event file revealed that multiple user interface controller (uic) resets and event exceptions were logged. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files and displaying information on the controller lcd display. These findings are indicative of a uic corruption. During the uic corruption, the controller was reporting an incorrect motor speed of 21845 rotations per minute (rpms). However, there is no evidence that the pump stopped during these events. As a result, the reported alarm and elevated speed was confirmed. The reported pump stop was not confirmed; however, the patient most likely perceived the uic resetting as a pump stop. The most likely root cause of the reported event can be attributed to a corruption of the user interface controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There was an error on the previously submitted rr for associated devices reported in initial medwatch. Should not have been reported. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller exhibited a pumpstop, alarming, and elevated rotations per minute at greater than twenty-one thousand (greater than 21,000). The controller was exchanged. No patient complications have been reported as a result of this event.